Manufacturer narrative:
(B)(4) the investigation result of wire broke. Analysis of the returned rx cytology brush revealed multiple bends in the working length and a bend in the thumb ring hypotube. Functional evaluation with the catheter laid loosely found the brush would not extend and the pull wire could not be moved at all, indicating an issue with the pull wire. The device was disassembled which revealed the pull wire was broken at the end of the hypotube. The event was most likely caused by some operational or anatomical aspect of the procedure which restricted the pull wire¿s ability to move freely within the catheter, causing difficulty extending and retracting brush. Attempts to extend and retract the brush with pull wire movement restricted resulted in the bent thumb ring hypotube and eventually broke the wire at distal end of hypotube. Therefore, the most probably root cause for this event is determined to be operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a bile duct drainage procedure performed on (B)(6) 2015. According to the complainant, during the procedure, severe resistance was noted when they attempted to extend/retract the brush. It seemed that the brush failed to come out from the distal sheath. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the wire broke, therefore this event has been deemed an MDR reportable event.